Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found a crack on top case, plunger case, and missing barrel clamp head. Occlusion test found motor not running. Cause of the primary problem was stepper motor was not working as intended. Replaced stepper motor. The device passed all functional tests.

Event description:
It was reported that the device had a motor error. The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.